Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The customer complaint can be confirmed. There was corrosion on the outer and inner diameter of the collet head and in between the collet finger slots. This corrosion can cause the device to not fully grip or retain the pin. The corrosion was likely caused by improper cleaning and sterilization of product. A replacement device was sent to the customer.

Event description:
It was reported that the collet will not hold k wire during a procedure. There were no adverse consequences related to this event.